Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant surgery when handling the back haptic, the haptic detached from the iol. The iol was removed. The eye was left aphakic because the surgeon did not have a spare iol of the same power and model. The patient was scheduled for a second surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Upon return, the lens was observed to be improperly re-cased by an unknown user from the facility that resulted in optic damage. Based on manufacturer observation it can be concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to user's handling.

Manufacturer narrative:
A sample was received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).